Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A customer reported that after an intraocular lens (iol) was implanted, the patient experienced poor vision. The lens was exchanged for a different lens within a month after initial implantation. Additional information was requested.

Manufacturer narrative:
(B)(4).